Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt breathless on the way to doctor visit. Electrocardiogram performed on the patient showed complete heart block with an escape rhythm at 46 beats per minute. There was increase in bipolar pacing impedance on the right ventricular (rv) lead resulting loss of capture. Device interrogation showed polarity switch and undefined low impedance. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.